Manufacturer narrative:
Date of event is unknown. Lot number is unknown. Explantation is scheduled for (B)(6) 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with a distal femoral nail (dfn) on (B)(6) 2015. The surgery was completed successfully with no reported patient consequences. After approximately 3.5 years, the patient experienced sudden pain at the right distal femur region. X-rays confirmed the pain breakage of the dfn at the p2 hole with in situ locking bolt. The patient is currently scheduled to undergo hardware removal of the dfn on (B)(6) 2018 due to broken nail, pain, delayed healing and delayed union. No further information available at this time. Concomitant devices: 6mm ti locking screw 55mm for dfn (part: 450.863, lot: unknown, quantity: 1); 6mm ti locking screw, 80mm for dfn (part: 450.868, lot: unknown, quantity: 1); 4.9mm locking bolt self-tapping (part: 459.460, lot: unknown, quantity: 1). This report is for a dfn ø10 cannulated l320 tan green. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: complaint is confirmed based on the received pictures. Corrections: concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.